Event description:
Soft contact-lens related fusarium keratitis of the right eye. Culture positive. Successfuly treated. Pt recalls using renu product with her soft contact lens. Pt is a health-care worker.